Manufacturer narrative:
The patient¿s date of birth was reported as an unreported date and month in 1979. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as patient had a poor environment and poor source of water; however, this is out of the control of the patient, therefore, the cause of the event was assessed as unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Dianeal therapy remained ongoing. At the time of this report, the patient outcome and recovery status were not reported. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient was treated with unspecified antibiotics for peritonitis which were discontinued 39 days after event onset. On an unreported date, the patient experienced septicemia. Treatment for the septicemia was not reported. Thirty-nine days after event onset, the patient passed away. The cause of death was reported as due to peritonitis and septicemia. It was not reported if an autopsy was performed. Pd therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. Should additional relevant information become available, a supplemental report will be submitted.